Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) would not retract from the sheath at the second stop. There was no reported patient injury. There was no issue with balloon retraction. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was returned connected to the device. The procedural sheath, advancer tube and sealant were not returned for evaluation. The shuttle cartridge & catheter were inspected for defects/anomalies that may have contributed to the reported failure, and no defects/anomalies were observed. Without the return of the sealant, a functional analysis of the shuttle down procedure on the returned device could not be performed. Per microscopic analysis, visual inspection at high magnification showed that the sealant and advancer tube were not received for evaluation. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since the complaint product was received without the sealant, advancer tube or procedural sheath. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported, especially since there were no damages or anomalies noted to the device and it was received without the sealant, advancer tube or procedural sheath. However, premature swelling of the sealant due to procedural/handling factors are possible. According to the instructions of use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deployment issue. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) would not retract from the sheath at the second stop. There was no reported patient injury. There was no issue with balloon retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.